Event description:
Patient presented into the office for scheduled visit and upon interrogation, the tachy episode directory was full of episodes. The patient did not receive hv therapy. Review of the episodes revealed noise on the ventricular sense/pace channel. It was suspected that there is a problem with the sense/pace portion of the lead that is causing oversensing of a non-physiologic noise event. The sense/pace portion of the lead was capped.

Manufacturer narrative:
Na